Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they recently increased stimulation but it did not seem to be working. The patient did not feel stimulation. The patient reported they had a fall they day prior to the reported but noted that the fall was unrelated. The patient experienced a return of symptoms. They had increased stimulation to 4.6 and were feeling it slightly in the bike seat area. The patient was going to make some adjustments on their own and wait a couple of days. If they did not see any improvements they were going to contact their healthcare provider. The patient was implanted for gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they recently increased stimulation but it did not seem to be working. The patient did not feel stimulation. The patient reported they had a fall they day prior to the reported but noted that the fall was unrelated. The patient experienced a return of symptoms. They had increased stimulation to 4.6 and were feeling it slightly in the bike seat area. The patient was going to make some adjustments on their own and wait a couple of days. If they did not see any improvements they were going to contact their healthcare provider. The patient was implanted for gastrointestinal/pelvic floor.

Manufacturer narrative:
(B)(4) no longer applicable upon further review.

Event description:
Additional information received from the patient reported that there was no lack of stimulation or return of symptoms and there was only a patient programmer battery issue and that issue was resolved. The patient further stated that she was not currently having a therapy issue and that every once in a while she will want to increase the stimulation for a short period of time but when she had called in last she wasn't able to increase the stimulation because the patient programmer batteries were not the right kind and once she replaced the batteries in the patient programmer she was able to increase stimulation to where she wanted it.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from patient reported that the lack of stimulation and return of symptom has been resolved. It was noted that cause was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.